Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient had a leak event during treatment. The leak was between the adaptor that fits between a liberty cycler set and a baxter extraneal dialysis solution bag. The connection was found to be loose and became disconnected during treatment. During follow up the patient's contact reported there was no adverse event associated with the leak and no antibiotics were prescribed. The set, adaptor, and baxter bag were discarded.

Manufacturer narrative:
Additional information: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.